Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. University of miami school of medicine, department of medicine, division of cardiology, miami, fl; department of critical care medicine, cleveland clinic foundation, cleveland, oh; department of thoracic and cardiovascular surgery, heart, vascular & thoracic institute, cleveland clinic foundation, cleveland, oh; department of cardiovascular medicine, heart, vascular & thoracic institute, cleveland clinic foundation, cleveland, oh. Li, b., md, phd, chawla, s., md, tong, m., md, higgins, a., md, & lee, r., md. (N.d.). Temporary biventricular mechanical circulatory support for primary graft dysfunction after orthotopic heart transplantation. Us cardiology review, 75. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article, "temporary biventricular mechanical circulatory support for primary graft dysfunction after orthotopic heart transplantation" that the patient of interest to the case study was admitted to the hospital with arrhythmias and later upgraded for transplant due to a declining cardiac output. The 51 year-old, male, patient had a history of obesity, hypertension, diabetes, and non-ischemic cardiomyopathy with advanced systolic heart failure, which lead to the heartmate 3 implant 2 years prior to this event. The patient was admitted in ventricular tachycardia (vt) storm in the context of amiodarone cessation, due to thyrotoxicosis. The ventricular tachycardia persisted despite initiation of procainamide and lidocaine infusions. Invasive hemodynamics revealed a declining cardiac output. The patient was then upgraded to unos status 1 for transplant. They then underwent an uneventful transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 device and the reported events could not be conclusively determined through this evaluation. The heartmate 3 device serial number, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.